Event description:
Thirty-three year old female with diagnosis of breast implant related connective tissue disorder, plus bilateral periprosthetic capsular contractures and breast pain. On removal, right implant intact with capsule having tissue response consistent with extruded silicone. Left implant found to be ruptured; capsule also demonstrated tissue response consistent with extruded silicone. Implants had no identifying marks noted.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.